Manufacturer narrative:
Device evaluation: all labels were still intact. No physical damaged was found on the device. As a result of checking the log, it confirmed that most recently, there was a record of repeated power on/off, presumably caused by a cassette recognition failure. A function test was performed. The reported problem was not confirmed. Preventively, replaced the downstream sensor and the upstream sensor; re-calibration. Possible defective downstream sensor or cassette product. Root cause is unknown. The device passed all functional/delivery tests. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. UDI number is unknown. No information has been provided to date.

Event description:
It was reported that during the use of the cassette, a "no disposable, pump won't run" alarm went off. There was no patient injury.